Manufacturer narrative:
The capture wire from a spider fx was returned with a hawkone, cutter driver a 6f non mdt sheath and an 0.018" guidewire. An empty/opened non-mdt catheter pouch was also returned. The spider filter assembly was not returned. The non-mdt 6f blue introducer was inspected. A coiled copper wire entangled with a capture wire from a spider fx and a gray 0.018" guidewire which were both loaded. The exposed capture wire was not inserted into the introducer. The introducer showed evidence of blood within the hemostat valve and distal tip. Bucking of the introducer was noted at the proximal end where it intersects with the hub for approximately 1cm from the base of the hub. A kink to the catheter was observed approximately 6cm distal from the hub. The distal rim of the introducer showed a rough/jagged surface. The 0.018 gray guidewire was inspected and approximately 296cm of the wire was exposed out from the hub of the introducer. No damage to the exposed gw was noted. The capture wire, which was not loaded in the sheath, was inspected and showed the distal end fractured. The fracture face shows evidence of stress and wear to the ptfe was noted at the area of the fracture. The copper wire, from the introducer was entangled around the capture wire. The copper wire continued for approximately 43 cm. The coiled wire stopped at the proximal end of the fractured/detached distal assembly of the hawkone. The wire was wrapped and was anchored down on top of the proximal end of the distal assembly. At the area the capture wire looped around the distal assembly, the ptfe of the capture wire was stripped. A bend in the capture wire was noted at 45cm, 53cm, and 80cm. At the area of each bend, stripping of the ptfe was noted. The approximate length of the green coated capture wire was 177cm. According to the spider fx product labelling the length for this segment of the capture wire should be 190cm. The capture wire was not snapped and the proximal end of the capture wire was intact. Under a microscope it was noted there was clear plastic, from the introducer sheath, around the coiled wire and capture wire. The capture wire was loaded on the distal assembly of the hawkone. No zipper tearing was noted, however areas of the guidewire tubing was worn away. The proximal end of the distal assembly showed the tecothane, but not the metal portion of the distal assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one hawkone device to treat a moderately calcified and slightly tortuous proximal sfa lesion. A spider fx embolic protection device was also used during the procedure. The lesion was pre-dilated. The IFU was followed during the procedure. It was reported that wire wrap occurred and that resistance was felt during device withdrawal. The physician removed the hawkone device and the sheath together. It was reported that the tip detached within the sheath during removal. The physician completed the procedure without further complication using another sheath and hawkone device. No patient injury was reported.